Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that her mother's insulin pump had damage on insulin pump. Customer's blood glucose was unknown. Customer stated that there was a chunk missing off in battery compartment and then half the part of the reservoir compartment was also missing. Troubleshooting was performed. Ring of the reservoir was unable to lock in place when inserted into insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with broken battery tube threads and broken reservoir tube lip, however test reservoir able to lock/click into place properly.